Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally noted that the rv coil was fractured.

Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) epicardial lead exhibited a sudden increase to undefined high rv coil impedance. The rv epicardial lead was explanted and replaced. No patient complications have been reported as a result of this event.